Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in philippines on (B)(6) 2024, it was reported by the patient mother that almost all infusion set on box was bent within 1 day of insertion. High blood glucose level was 500 mg/dl and current was 400 mg/dl. High blood glucose level was treated with manual injection. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.